Event description:
Per (B)(6), links in deck spring breaking on many beds (30+) at (B)(6) facility. All are breaking in same area over rotating frame member. Can see wear on member. Also, there is a burr on end of that same member that is sharp and is wearing into the mattresses. All beds have this issue also.